Event description:
The customer reported to baxter (B)(4) of a clearlink, continu-flo solution set in which the set "would not allow the fluid from the IV bag to flush through the IV tubing (all clamps open) unable to use the product, had to open another continuflo and extension set." The event was reported to have occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: two samples were available for evaluation. The samples arrived assembled and spiked into a full 500ml (B)(4) 0.9% sodium chloride solution bag. Visual inspection showed that, the drip chamber had been primed. The set up was hung from a hanger pole with all clamps in the open position, except for the slide clamp on the (B)(4) set. It was noted that the tubing did not prime when the slide clamp was released. The solution bag was then hand squeezed per the (B)(4) directional insert, the tubing immediately primed. Because the tubing primed and no other obvious visual defects were found the complaints will not be confirmed. The root cause was not determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.